Event description:
The customer reported high blood glucoses were treated with a bolus and set change. Troubleshooting was performed. The pump did not pass the self-test. Advised the customer to disconnect from the pump and call the dr for back up plan.